Event description:
A report was received that the trial patient was having green fluid coming out of the lead site. The patient had her trial leads pulled early and was reportedly doing well after the lead pull.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #:(B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.